Manufacturer narrative:
As the device was not returned, it was not possible to visually inspect the unit and definitively assign a root cause for this particular complaint. However, the following steps were performed: the in-process tensile and detachment results, for all lots tested during 2003, timeframe during which this particular lot 5471707 was manufactured were reviewed and all required specifications were met. All inspections performed by qc at an aql = 1.0 met all required specifications. Review of the sfp confirmed that no mrr's were generated for this particular lot. From discussions between the sales representative and the physician, it was possible to determine the following information: 1) the coil was inspected before use, no issues were noted. 2) a continuous flush system was maintained. 3) no kinks/bends were observed on the distal tip of the catheter. 4) the marker bands on the gdc device and the catheter was not aligned correctly by the physician. From the above investigation and the incident report, it cannot be determined definitively why the coil became embolized in the artery. However, the response from the sales representative indicated that the reason for the coil becoming embolized in the artery was due to the marker bands on the coil and catheter not being aligned correctly. If the platinum maker on the gdc coil was above the platinum marker on the catheter, when power was applied to detach the coil, it would result in the coil detaching in the microcatheter, which occurred during this incident. The directions for use for this device state "confirm under fluoroscopy that the proximal marker of the delivery wire is exactly distal to the proximal marker of the 2-tip infusion catheter." When the physician pulled back on the microcatheter, the coil could have been released into the artery as it had detached from the pusher wire and since it was not positioned correctly in the aneurysm.

Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: gdc embolization was performed to arterial aneurysm. Three coils were deployed successfully using excelsior 1018. This product was used at 4th coil. Though the setting of marker was inadequate, the coil was detached successfully. The delivery wire was pulled out successfully. But when microcatheter (excelsior sl-10) was pulled out, this coil had attached in the microcatheter. When the catheter was pulled out until aortic arch, the coil had migrated.